Event description:
Babypac ventilator failed to ventilate patient adequately and pa co2 rose. Needed anaesthetic machine and penlon ventilator to be moved to f3 to achieve ventilator. This has happened multiple times before. (Limited information provided by user facility. No additional information is available.)

Manufacturer narrative:
The user facility was visited by a field service technician on 05/06/2009, and functionally tested the ventilator. No fault was found. The issue appears to be user's lack of familiarity with the ventilator.